Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display became partially unreadable, with the top portion blurry such that the vial and menu were obscured while the unlock icon remained visible; the user could announce meals but could not access the menu or vial, and no impact to blood glucose was reported at the time. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and guidance to continue cgm use and to shut down the affected pump prior to return. Investigation included review of the complaint details and coordination of device return logistics. Investigation of this case revealed a suspected display malfunction consistent with a screen visibility issue affecting the user interface. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the display assembly.